Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the part and lot number are unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision of a tmj patient took place as a result of pain.

Manufacturer narrative:
The product identity could not be confirmed as the part was not returned. The distributor that reported the revision did not identify the part explanted and could not confirm whether the implants were zimmer biomet product. Document control reported that there is no patient in any of our databases by the name the distributor provided. No evidence of a shipment of tmj products to the facility mentioned by the distributor can be found in our database. Therefore the complaint is unsubstantiated. The most likely underlying cause of the complaint could not be determined as the product was not returned and insufficient details were provided about the circumstances involved in this incident.